Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The patient was brought in the clinic for a device check and noted that the impedance was stable, the patient had complete heart block and no underlying symptoms. Moreover, xray was obtained and did not show anything unusual. The lead was explanted. No additional adverse patient effects were reported.